Event description:
Edwards received notification that a valve model 3300tfx19mm implanted in the aortic position and a valve model 7300tfx25 implanted in the mitral position were explanted after an implant duration of approx. 7 years for unknown reason. This case involved a (B)(6) patient with history of osteoporosis. Reportedly, "patient is having some osteoporosis so patient is continuously consuming calcium supplement that may be the reason for this earlier failure". The surgeon did not want to make a complaint. The explanted devices were noted as to be available for return.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. H3: evaluation summary: customer reports of calcification and stenosis were confirmed. Leaflet tears in the as received condition may lead to regurgitation. X-ray demonstrated commissure 3 was bent toward leaflet 2, moderate to heavy calcification on leaflets 2 and 3, and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect and approximately 3mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had a 6mm tear near commissure 3 and calcification was evident at the tear. Serrated mechanical damage marks were observed on the outflow surfaces of all three leaflets. Sewing ring was cut off around leaflets 1 and 3 and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was not returned. Wireform was also exposed around leaflet 3 on the outflow aspect. Multiple sutures remained attached to the remaining sewing ring around leaflet 2.

Event description:
Edwards received notification that a valve model 3300tfx19mm implanted in the aortic position and a valve model 7300tfx27 implanted in the mitral position were explanted after an implant duration of 6 years and 5 months due to calcification leading to stenosis and regurgitation. The patient presented with shortness of breath and dizziness. The patient was discharged. This case involved a 62-y-o patient with history of osteoporosis. Reportedly, "patient is having some osteoporosis so patient is continuously consuming calcium supplement that may be the reason for this earlier failure". The surgeon did not want to make a complaint. The explanted devices were noted as to be available for return.